Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that allura device would not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the machine does not turn on. Upon further inspection, philips field service engineer (fse) visited onsite and checked the operation of the host pc leds and fan and confirmed the issue with host pc. Fse cleaned the host pc by using the esd kit connected to the hospital ground. Fse connected the host pc to 220v power supply. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.